Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that multiple alarms occurred during a routine hemodialysis treatment, which could not be resolved. The operator did not return the patient's blood resulting in an estimated blood loss of 210cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Review of the log files confirmed the reported alarms. The alarms were most likely the result of inadequate waste line connections made by the operator during system set up. The cycler alarmed appropriately. The reported blood loss was attributed to operator error as the operator did not return the patient's blood as instructed. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will provide additional training. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.